Event description:
It was reported an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of the patient requiring more cylinder (cyl) and replaced with another johnson & johnson lens, model zcu375 19.0 diopter. There was no incision enlargement, no suture(s), no vitrectomy, no delay in procedure, no medical attention was required, and no medication outside of standard care was prescribed. Patient status was reported as temporarily impaired and unknown. The explanted iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.